Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported the surgical patty tore right off of the radiopaque strip when counting. This happened with patties from 2 packs. No patient contact / injury was reported.